Event description:
It was reported that a malfunction alarm occurred which resulted in the pump shutting down. Reportedly, customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.